Manufacturer narrative:
Other applicable components are: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that there was an erosion of the scalp where boot is over extension connection with lead. It was noted that patient factors that may have led or contributed to the issue was that patient lost weight and had a thin a scalp. A trough was made in the scalp so that the connector could rest in it without erosion. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from the hcp via the rep. It was reported the patient lost approximately ten pounds over a year or so - the patient's exact present weight was no disclosed but deemed by the surgeon that the weight loss was not dbs related. The product information was updated. It was reported that a revision was done, a trough was made in the skull and new boots were used. The patient weight was unknown. Patient information was provided. No further complications were reported as a result of this event.